Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage check was performed and passed. A pairing test/download was performed and passed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient's mother stated that the patient was nauseated as the insulin pump got ¿out of control¿ due to a technical issue. The mother thought that the continuous glucose monitor (cgm) and omnipod pump did not work at the same time but she was unsure what the pump issue was. Fingerstick blood glucose were not checked and the patient went into diabetic ketoacidosis (dka). She was taken to the hospital at around 5:30 pm because of the nausea and was given zofran and some fluids. At 10:00 pm, she started showing improvement and was sent home at midnight. At the time of the report she was in stable condition. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No additional patient or event information is available.